Event description:
Near end of procedure the table being used in the horizontal tilted to 90 degrees vertical. No command was given or initialization was given. The table stopped automatically at 90 degrees. No attempt was made to stop the tilting. The decorative tube housing was knocked off after striking an i.v. Pole.